Event description:
It was reported that during insertion of an mi60l lens into the pt's eye, the surgeon noticed the trailing haptic was missing. The trailing haptic had sheared off during the loading process into the lp604350 inserter. The incision was enlarged to remove the lens and no sutures were required to close the wound. Ref MDR # 1119279-2012-00039 for the delivery device.

Manufacturer narrative:
The lens was returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.